Event description:
It was reported during treatment the pico device stopped pumping and the patient was unable to turn the device back on again.

Manufacturer narrative:
(B)(4).

Event description:
There was no patient harm.